Event description:
It was reported that the patient had high lead impedance. The device was turned off. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that generator and lead were replaced due to high impedance. No other relevant information has been received to date. The explanted devices have not been received for analysis to date.

Event description:
It was reported that explanted device has been disposed by the pathology lab at facility. No other relevant information has been received to date.